Event description:
Tubing found to have a hole in it. The failure was found by nursing as they were checking the infusion.this happened to 3 patients during a 24 hour period with no patient harm.we did an internal recall to remove this lot number.